Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals are removed/broken. Minor scratches were found on keypad. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be a combination of the old style motor bracket, leadscrew and clutch halves. The technician replaced motor bracket, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.